Event description:
Clinical trial. It was reported that following a carotid artery stenting treatment procedure, the patient developed in-stent restenosis. The index procedure treated a 90% stenosed, 5x30mm lesion of the ostium of the left internal carotid artery extending into the left proximal internal carotid artery. Treatment consisted of placement of a filterwire ez, placement of a nexstent, and post dilation resulting in 0% residual stenosis. The patient was discharged one day post procedure. The patient returned for a study scheduled 12 month followup visit 365 days following the index procedure. Ultrasound showed a 59% stenosis of the target lesion. No treatment was performed and the event is reported as not recovered/not resolved by the investigator. The investigator assessed this event as possibly related to the nexstent.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.